Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to close and re-open the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. An attempt was made to open the clip (clip unlocked, grippers up). The arm positioner was turned to open, but a crack was felt and heard and at this point, there was no longer any function with the arm positioner. The clip could not be opened or closed. Some troubleshooting was performed, but this was unsuccessful and the arm positioner was no longer functioning. The cds was removed from the anatomy and the procedure was aborted. There were no clips implanted, and the mr remained at 4. There was no clinically significant delay in the position. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. The entire actuator assembly was removed and was submitted for scanning electron microscopy (sem) analysis. The sem result indicates the actuator mandrel broke due to tensile overload. Due to the returned condition of the device (actuator mandrel was broken at distal end), the reported inability to open and close the clip, and reported noise, could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities reported to this lot that would have contributed to this reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported clip unable to open and close, noise and an observed loose release crimper appear to be due to the observed broken mandrel. The investigation determined the observed broken mandrel appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
Subsequent to the previously filed report, the following information was provided. The procedure was aborted to monitor the patient; however, no additional hospitalization was required. No additional information was provided.